Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H1 type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. Deformation was noted at one end of the stent. All four marker bands were present on both ends of the stent. The delivery catheter was kinked/bent at the proximal end. The delivery catheter was flattened/crushed at the distal end. The device was able to be flushed. Slight resistance was noted when removing the stent stabilizer from the delivery catheter. The proximal end of the stent stabilizer was kinked/bent. A functional evaluation could not be performed as the stent was received in a deployed condition. The device was able to be advanced through a distal access catheter, slight friction noted at damaged areas. A 0.032" mandrel was able to be completely pushed through the outer catheter, slight friction noted at damaged areas. The reported event of ¿radio opaque (ro) marker band misaligned' was not confirmed during analysis. The second reported event of 'stent delivery catheter/guide catheter friction' was confirmed. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. The tortuosity of the patients anatomy was reported as 'severely tortuous'. It was reported that 'when the stent reached the c5 segment of the internal carotid artery (ica) where the vessel was curved, the physician increased the force to push the stent. During the advancement, displacement of the radiopaque part of the stent was observed, with the marker at the stent tip aligning with the marker on the outer tube of the stent. Despite repeated adjustments, the displacement persisted. The physician stopped further advancement of the stent, retrieved it using an intermediate catheter, and deployed it outside the body, where the stent opened normally'. It was noted in the follow-up good faith efforts (gfe) replies that the resistance that the physician felt was when advancing the stent system within the guide catheter. The resistance increased with the vessel tortuosity. As a consequence, the stent delivery system was unable to be advanced to the lesion. However, the inner body was advanced independently of the outer body during advancement/repositioning of the device. The stent was returned for analysis in a deployed condition which is aligned with the event description. The stent was noted to be deformed at one end of the device, and the 4 ro marker bands were present on both ends of the stent. The stent stabilizer (inner catheter) was advanced through the delivery catheter with some friction noted. The delivery catheter was kinked/bent near the proximal end and was flat/crushed towards the distal end. The ro marker was present and was correctly located near the distal end of the delivery catheter. The proximal end of the stent stabilizer was kinked/bent. Per the wingspan dfu operational instructions, the only times that the inner body is advanced independently of the outer body prior to the outer body being retracted during stent deployment is: step 4 of the dfu wingspan stent system preparation: loosen the delivery system outer body rotating hemostasis valve, flush the delivery system outer body with heparinized saline and tighten the hemostasis valve onto the delivery system inner body. Step 7 of the dfu wingspan stent system preparation: loosen the hemostasis valve on the delivery system outer body that is locked onto the delivery system inner body, and gently retract the delivery system inner body so that there is a 1-2 mm gap between the proximal end of the dual tapered tip and the distal end of the outer body. This should result in a rapid saline drip from the outer body tip. Step 8 of the wingspan stent system preparation states: tighten the delivery system outer body hemostasis valve around the delivery system inner body to hold the delivery system inner body in place during advancement of the wingspan stent system. Step 4 of stent positioning and deployment states: loosen the delivery system outer body rotating hemostasis valve, and advance the delivery system inner body until the proximal radiopaque marker band bumper is just proximal to the stent. Tighten the outer body rotating hemostasis valve. In the case of this complaint device, the user has stated that the stent delivery system was unable to be advanced to the lesion. Therefore, the rotating hemostasis valve (rhv) should not have been loosened, allowing the stabilizer (inner body) to advance relative to the delivery catheter (outer body). This is the reason why the four stent distal ro marker bands aligned with the ro marker band at the distal end of the outer catheter. It is likely that a combination of the unspecified percentage of stenosis/calcification of the target lesion, the severe tortuosity of the target vessel, and some other unknown procedural factor(s) resulted in the user experiencing resistance while attempting to advance the stent towards the target stenosis area. The resulting manipulation of the wingspan system is likely to have resulted in some of the damage noted during device analysis. Based on review of all available information the reported event ¿ro marker band misaligned, stent delivery catheter/guide catheter friction¿ and the analysed events ¿stent deformed, stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer kinked/bent, stent stabilizer/catheter friction, stent delivery catheter/guide catheter friction¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used mainly in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the stent system (subject device) was used in the medical procedure. However, when the subject device reached the curved portion of c5 segment of internal carotid artery the physician encountered resistance between delivery catheter and guide catheter. The physician increased the force and the subject stent got displaced with marker at the stent tip aligning with the marker on the outer tube of the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent system (subject device) was used in the medical procedure. However, when the subject device reached the curved portion of c5 segment of internal carotid artery the physician encountered resistance between delivery catheter and guide catheter. The physician increased the force and the subject stent got displaced with marker at the stent tip aligning with the marker on the outer tube of the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.